Manufacturer narrative:
Updated b5. Additional information was received that a pre balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm)x6 mm non-medtronic balloon with no rapid pacing being used. It was thought that a second inflation possibly should have been performed, but was not. Valve position at release was noted to be 3/4 mm on the non-coronary cusp (ncc) and 5/6 mm on the left coronary cusp (lcc). The valve was recaptured one time prior to release due to being too shallow. After the valve dislodged, the waist of the valve was noted to be sitting at annular level. It was believed that the calcium burden on the right leaflet may have contributed to the valve movement because of the poor pre bav. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: one media file was provided for review of the event. The executive summary was not provided for anatomical review. Valve depth assessment at 80% in the cusp overlap view was not provided. Valve depth was approximately 5 millimeter (mm) at the non-coronary cusp (ncc) in an lao projection. However, per medtronic best practices, valve depth at the ncc should be performed in the cusp overlap view because ncc depth may appear shallower in an lao view. In this case, the fact that the valve appeared to be at approximately 5mm in an lao view indicates that the true depth at the ncc was probably deeper which would warrant a recapture. Medtronic best practices recommends recapturing if depth is 5mm at the ncc in a cusp overlap view. The valve dislodged below the annulus after final release of the paddles. Another important factor that could have contributed to the sudden movement of the evolut would be guidewire position. Even though it appears that the wire was not retracted as per medtronic best practices, we do not have enough information to make that claim. Ultimately, this case warranted a recapture and reposition to achieve the target depth of 3mm. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. The dislodged valve was noted to stay in place, so a second valve was then deployed in the intended position. Upon review of the information provided, the primary event of valve dislodgement, requiring a second valve, is assessed as likely related to the fx valve as the dislodgement occurred during deployment of the valve. Likely contributing factors were the low implant and the patient's calcium burden on the right leaflet which may have contributed to the valve movement because of the poor pre-implant balloon aortic valvuloplasty (bav). This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed. During rel ease of the valve, the valve dislodged into the left ventricle. The patient was stable. Upon echocardiogram evaluation, the physician noted the valve could stay in place. Subsequently, a second valve was deployed in the intended implant position successfully. No additional adverse patient effects were reported.